Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit won't power up on battery was confirmed. The scanner was inspected and fully charged the unit abruptly shuts off when unplugged from the ac adapter. The root cause of the reported issue is due to no internal battery inside the scanner, leading the scanner to shut off when unplugged. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed , battery is dead. Unit won't power up on battery. (B)(6) 2020 - sample evaluation confirmed battery abrupt shutdown.